Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing led to pacing inhibition. During the procedure, fluoroscopy was utilized, and the physician observed a breach in the lead insulation. The insulation breach was subsequently confirmed through visual inspection. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.